Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer stated that he changed the battery a few times and the issue still continued. Customer stated that the pump alarmed after a battery change. Customer noticed that the buttons were not working when he had set an alarm for 3 am. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.